Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds. The rv lead was inactivated, capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: bfxc2816165 stent graft, exc161655 stent graft, ilxc1616115 stent graft; implant dates: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: bfxc2816165 stent graft, exc161655 stent graft, ilxc1616115 stent graft; implant dates: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds. The rv lead was inactivated, capped and replaced. No patient complications have been reported as a result of this event.